Event description:
It was reported that "the patient was admitted to the eicu with coronary artery disease and acute myocardial infarction, and was intubated with endotracheal intubation and ventilator-assisted ventilation, and was admitted to the intervention room at 11:50 a.m. To undergo coronary angiography with a single catheter, and an intraaortic balloon counterpulsation catheter was inserted, but the patient returned to the ward to find that the device did not counterpulse, and it still did not counterpulse even after replacing the machine, and after the catheter was withdrawn, the anterior end of the catheter was found to be bent and broken. The anterior end of the catheter was found to be fractured after removal.". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter was found to be bent and broken" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the patient was admitted to the eicu with coronary artery disease and acute myocardial infarction, and was intubated with endotracheal intubation and ventilator-assisted ventilation, and was admitted to the intervention room at 11:50 a.m. To undergo coronary angiography with a single catheter, and an intraaortic balloon counterpulsation catheter was inserted, but the patient returned to the ward to find that the device did not counterpulse, and it still did not counterpulse even after replacing the machine, and after the catheter was withdrawn, the anterior end of the catheter was found to be bent and broken. The anterior end of the catheter was found to be fractured after removal.". Additional information states that the catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".